Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic 417 a patient isolate had a high mic (false resistant) result for the drug ertapenem but when repeated the result was sensitive. The user verified the final result using an e-test. No health impact or consequence reported. This is report 3 of 3.